Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood on the entire length and no contrast visible, consistent with being advanced into the anatomy. As reported, the stent implant was dislodged from the balloon and was returned inside a non-abbott introducer sheath. There were stretched struts in the first and second rows of the proximal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was tightly folded, indicating that the balloon had not been inflated. There was no other damage noted to the sds. The protective sheath was not returned. The non-abbott introducer sheath was returned with blood inside and on the entire length and no contrast visible. There was no damage noted to the returned non-abbott introducer sheath. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the reported information of multiple attempts to cross and pre-dilatation, it is likely that the difficulty crossing is due to challenging anatomical conditions/lesion characteristics. Stent dislodgement can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. A snap gage was used to measure the stent implant outer diameters and these met the manufacturing criteria. Based on the reported information and returned analysis, it is likely that the stent struts became flared due to interaction with the lesion during the second attempt to cross and during withdrawal into the introducer sheath, the flared struts interacted with the sheath causing the stent to dislodge. Because it was reported that the omnilink was withdrawn into the introducer sheath twice during the procedure, it should be noted that the instruction for use (IFU) states: should unusual resistance be felt at any time during stricture access or delivery system removal, the guiding catheter/introducer sheath and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Additionally, it should be noted that per the IFU, the omnilink .018 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the device was used in the left common iliac. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported failure to advance, stent damage and noted stent dislodgment of the returned sds appears to be related to operational context/use error and there is no indication to suggest a quality related deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a lesion located in the left common iliac with mild tortuosity and moderate calcification. The omnilink stent became dislodged during use in the patient, after reinsertion a second time. The lesion was accessed via the retrograde approach and was pre-dilated with an unknown balloon catheter. The omnilink stent delivery system (sds) failed to cross the first time and was withdrawn from the patient anatomy so the lesion could be pre-dilated again. The omnilink sds was reinserted and failed to cross a second time and during the attempts to cross, the stent struts were noted to be flared. Once the device was withdrawn it was noted that the stent had dislodged and was located in the sheath. The stent was easily withdrawn inside the sheath without further incident. The guide wire was kept in place to retain vessel access and a new sheath was inserted. The procedure was completed with the implantation of another stent. The patient was fine post procedure. No adverse patient effects were reported. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.